Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device kept requesting a password. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station suddenly blackout and shows a blue box requesting for password. The technical support specialist (tss) found that the software responsible for automatically launching the med es application was not updated. The tss reinstalled the software, which was expected to resolve the password prompt issue. This information was sent to the customer. The system functioned as intended after the technical support specialist troubleshooted and resolved the issue on the device.